Event description:
The customer reported a loudspeaker malfunction on the avalon fm30 fetal monitor. During the investigation, it was confirmed that sound was still coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported malfunction. No death or patient / user injury or harm was reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported a loudspeaker malfunction on the avalon fm30 fetal monitor. It is unknown if the device was in use monitoring a patient at the time of the reported malfunction. No death or patient / user injury or harm was reported.